Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the pump's usb port was damaged resulting with the customer being unable to charge the pump. There was no reported impact to the customer's blood glucose level. Reportedly, the customer reverted to manual injections for insulin therapy.